Event description:
Info received indicates the bed is alarming multiple codes 30-035.

Manufacturer narrative:
The tech found the switch coverlay on the left siderail ucm was punctured and cut in the area of the lock and bed flat buttons. The tech removed the siderail cover and found signs of fluid penetration. The tech cleaned inside the rail and replaced the left ucm, gasket, and coverlay to repair the bed.